Event description:
Health professional reported, "...pt had reflux esophagitis. Band [and] port was removed and converted to gastric bypass."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(6) 2012. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Reflux and esophagitis are surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Health professional has declined to provide additional information. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."